Manufacturer narrative:
(B)(4). Batch # u94v3d. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the powered circular stapler did not fire. The battery was on, every step was taken accordingly, and device did not fire. It was end to end anastomoses of the oesophagus. The surgery was delayed 15 minutes. Multiple trials were done, a new product was open to use battery, but product still did not fire.

Manufacturer narrative:
(B)(4). Date sent: 04/03/2023. D4: batch # u5dd6d. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. Only the anvil half washer was present, the device was fully loaded with staples. No battery was received. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. In addition fluids were noted on the motor of the device. After disassembly, the device was manually assisted in order to perform the functional test with a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number u5dd6d, and no non-conformances were identified.